Event description:
It was reported a spectrum pump had upstream occlusion alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The upstream occlusion messages were unable to be reproduced, but were confirmed through review of the event history log. Further eval found the fluid readings from the upstream sensor to be below spec due to the failed upstream sensor. Low upstream readings can make the device more sensitive to false upstream occlusion alarms. The upstream sensor was replaced.